Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15612. It was reported, the pt is not receiving adequate pain relief. Also, the pt does not like how the stimulation feels. The pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.